Manufacturer narrative:
A ge rep evaluated the system and found the collimator to be broken. Ge rep replaced the collimator. System operates as intended.

Event description:
The customer reported a semicircle appears on the monitor and the images of this fault are printed. No pt injury was reported.